Event description:
It was reported there was a wound dehiscence, pump pocket revision and a pump and partial catheter replacement. The reported stated the pump was 'visibly coming out of pocket'. The healthcare provider (hcp) created a new pocket and replaced the pump and portion of the catheter on (B)(6) 2012. It was not reported why the pump and catheter were replaced when the pocket dehiscence took place. The patient experienced tachycardia and a fever related to the event. A culture was taken and 'nothing grew out'. The reporter stated that following the revision, the patient was still receiving therapy and the issue at the former pocket was resolved. The medication in the pump was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703, lot# j94133079, implanted:1994 (B)(6), partially explanted: 2012 (B)(6), product type catheter (B)(4).